Event description:
It was reported that impedances ¿over 40000¿ ohms were measured intraoperatively on channels 8-15 of the patient¿s implantable neuro stimulator (ins). The electrode arrangement was switched, however the impedance issue remained the ¿same.¿ the ins was replaced as a result of the event. The replacement ins did not experience any impedance issues. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins passed functional testing, including impedance testing in saline.¿ there was "no anomaly found."

Event description:
Additional information reported the patient¿s leads were not replaced. Instead, the patient¿s ¿electrode settings (0-7, 8-15)¿ were changed. The patient¿s outcome was ¿good¿ at the time of follow-up.

Manufacturer narrative:
Concomitant medical products: product ID 74824036, serial# (B)(4), product type: extension. Product ID 74824036, serial# (B)(4), product type: extension. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID 64002, product type: adapter. Product ID 64002, product type: adapter. Device evaluation: analysis of both extensions found ¿breached depressions¿ on the outer insulations.

Event description:
Additional information further reported that in addition to the patient's leads, their extensions were also not replaced. The patient was "doing well" and had "no symptoms" at the time of follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Please note the information regarding the extensions with serial numbers (B)(4) was erroneously reported as part of this event. Additional information received indicated these extensions instead pertained to a different event. Please see manufacturer report #3007566237-2014-03376 for information and any additional follow-up regarding the extensions.